Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed. The 3.0x23mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy, force was applied, and the sds proximal shaft separated. As the separated portion was inside the guiding catheter, the sds was removed without reported issue. Reportedly, there was no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x23mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.